Event description:
A zoll distributor returned electrode belt sn (B)(4) was returned for an unrelated issue. Upon investigation of the belt, a reportable device malfunction was found.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire between the distribution node (dn) and ECG b. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.